Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an lv 10 infusor infused in a time frame which was longer than the expected infusion time. This occurred during patient infusion of penicillin g. The reporter stated that the expected infusion time was 24 hours; however, the drug took longer than 24 hours to infuse. There was no patient injury or medical intervention associated with this event. No additional information is available.